Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for an intravascular ultrasound (ivus) examination of the target lesion. When the system was turned on, a start up detection error occurred. The procedure could not be completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.